Manufacturer narrative:
(B)(4).

Event description:
It was reported that noise was observed on atrial lead, which lead to mode switching episodes. Likely cause of noise is muscle artifact when patient lifts invalid wife. No further information is available.